Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : not returned.

Event description:
It was reported to vyaire medical that "suddenly the unit started having high fan noise while on patient which worried the user of a fault or overheating which resulted in removing the unit. The unit is new with minimum usage." Swapped out device for different unit. No patient harm reported.

Manufacturer narrative:
H3: root cause findings: the reported problem was not duplicated. Disposition: route ltv 2200 service repair p/n 22690-001-99 s/n (B)(6) s/v 01.08 to factory service to have fan assembly replaced and disposed of as a precautionary measure, then have assembly processed.

Event description:
Additional information received indicates that the ventilator was returned for further investigation. The reported problem was not duplicated.